Manufacturer narrative:
(B)(4)

Event description:
Boston scientific reported that this ra lead was dislodged. This was confirmed via x-ray. There was artifact noted on this lead which resulted in oversensing. Twiddler's syndrome is suspected. This lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular approx. 42.5 cm distal to the is-1 connector pin the insulation was found rubbed through. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Additionally between 19 cm and 23 cm distal to the is-1 connector pin three ligature marks were noted. Between these ligature marks no signs of friction were visible. These findings suggest that the suture sleeve shifted spontaneously two times which corroborates the assumption of a twiddler's syndrome as mentioned in the complaint description. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.